Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ra lead. Patient was asymptomatic with high numbers of atrial tachycardia and atrial fibrillation caused by noise on the ra channel. Noise could not be reproduced in clinic with pocket manipulation and tapping on the device. The device reached normal eri and was explanted and a new device was implanted. Physician elected to connect the ra lead to the new device which was not able to reproduce any noise. Patient is stable post procedure and will continue to be monitored.